Manufacturer narrative:
The customer was contacted by a philips clinical specialist. It was determined to be an education issue regarding what triggers and effects the presence of the co2 rebreathing alarm an how to troubleshoot when it occurs. The customer biomed and did not understand the clinical implications or potential causes or issues related to that alarm, which was explained to her. There was no product malfunction, no parts replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarming low leak co2 re-breathing risk. No patient involvement.